Manufacturer narrative:
The company (3.00 cyl.) 18.0 diopter (add power +2.17/+3.25 diopter) lens was removed and replaced with a non-company monofocal lens model, 18.0 diopter. Due to the replacement of a multifocal toric lens with a monofocal non-toric lens, and the same diopter, this suggests that the replacement lens (monofocal, non-toric) was an improved selection for this patient's vision needs. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested, received and stated the patient had yag (yttrium aluminum garnet) laser prior to explant.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested, received and stated the patient had distortion and triple vision. Clinical reason for explant mentioned as other mechanical complication of iol. The lens was exchanged for non-company lens.

Manufacturer narrative:
The sample has not been returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Associated product information was not provided. It is unknown if a qualified product combination was used. The product investigation could not determine the root cause for the reported complaint of "unspecified issue". The specific "issue" was not clarified by the customer. The explanted lens was not returned for an evaluation. It is unknown if qualified associated products were used. The instructions for use (IFU) instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The company (3.00 cyl.) 18.0 diopter lens was reported to have been explanted in (B)(6) 2025. The replacement lens information was not provided. Information was provided that the bilateral lens had a scheduled explant date of (B)(6) 2025. Due diligence has been performed in an attempt to obtain further information on this event. No additional information has been provided. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the iol was exchanged for unspecified lens due to unspecified issue in a secondary procedure. Additional information has been requested.